Event description:
It was reported that this right ventricular (rv) defibrillation lead had exhibited high out-of-range shock impedance measurements greater than 125 ohms. The rv shock vector was programmed rv-coil- to-can and was mostly in the 80-110s ohms range over the past year. There was no history of delivered shocks with this device. Technical services (ts) discussed troubleshooting/programming options, and recommended lead testing with a 41j shock. This rv lead remains in service. No adverse patient effects or interventions were reported at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).